Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient has developed class ii and iii mobility and traumatic occlusion as the result of treatment. Doctor has advised to stop treatment.